Manufacturer narrative:
Due to the fact that the item was repaired in the (B)(4), the handpiece was not available for further evaluation to determine any associated root cause directly relating to the failure of the handpiece. Product is beyond useful life.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that while using a cavitron g90 OEM scaler, the insert tip was "getting hot"; no injury resulted.